Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-implant, alerts for non-sustained rv oversensing due suspected myopotential oversensing were observed. Programming changes were made and the issue was resolved.